Manufacturer narrative:
(B)(4). Date sent: 4/29/2024 d4: batch # 613c30 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with nozzle and shaft loose, not fully attached to the device and no reload present. No functional testing could be performed due to the returned condition of the device. In order to evaluate the condition of the device's internal components, it was disassembled. Upon disassembling, the device was disassembled, and damage to the shaft frame and proximal channel retainer was found. The yoke was out of position after clamping. The proximal channel retainer should be retained by the shaft frame during closure; however, this feature was disconnected from the part of the proximal channel retainer that resides in the closure tube. Due to this, the proximal channel retainer moved with the closure tube during the closure, which pulled the nozzles proximally and allowed the shifting mechanism to remain in articulation position while the device thought that it should be firing (due to the unclamp lever sensor position). The direction of the breaks on the shaft frame and proximal channel retainer indicates that there was an external force applied that created a pivot point where the handle connects to the shaft. The device event log was reviewed. A manufacturing process issue occurred after completing final inspection. This results in the device being unable to fire the first time that it is fully clamped. The device can recover from this state by re-clamping the device with the battery installed. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The damages on the frame and proximal channel retainer are related to improper use of the device. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the device and breaking internal components. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 613c30, and no non-conformances were identified.

Event description:
It was reported that before an unk procedure, they took it out of the box but the device would not fire/move at all. They got another one to complete the case without patient harm.